Event description:
Litigation papers allege on or about (B)(6) 2008, pt suffered high levels of metal contamination in pt's blood system, severe pain and suffering in her left hip and leg, inability to bear weight on her left leg, medical and incidental expenses and emotional distress.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient fact sheet (pfs) form received which identified part/lot information. There was no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.